Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was received for evaluation. No defect was observed during visual inspection. Functional test was performed by manually pressing the demand button on the patient control module unit. After the button was pressed and released, the button returned to its original position. The sample was found to be working within specification. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 13g026 was manufactured between the dates july 18, 2013 and july 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample evaluation could not verify the reported condition. The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(4) 2ml patient control module didn¿t return to the original position when pressed down during patient use. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.